Event description:
Using CT guidance, a 12 gauge trocar needle was advanced into the distal tibia just proximal to the tibiotalar joint. During the procedure, the hub of the inner stylette needle disengaged from the shaft. Due to difficult removing of the original trocar needle, the bone adjacent to the trocar needle was carefully biopsied to loosen the initial trocar needle. With significant repeat traction, the trocar needle was then removed. No negative outcome to the patient.